Event description:
Disabled. Dose or amount: polygrip, frequency: once daily, route: oral. Dose or amount: super poly, frequency: once daily, route: oral. Dates of use: 2004 - 2009. Diagnosis or reason for use: denture cream. Event abated after use stopped or dose reduced?: no.